Manufacturer narrative:
Event date: (B) (6) 2009.if implanted, give date: (B) (6) 2006.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)

Event description:
Same patient as 2134265-2010-03153. It was reported that post-drug eluting stenting treatment procedure, stent thrombosis occurred. In june 2006, the patient presented with acute inferior myocardial infarction (mi). A target lesion was identified in the right coronary artery (rca) and a taxus express2 2.75x28mm stent was successfully implanted in the rca. Significant disease was also noted in the left circumflex (lcx) artery. One month later a stress test was performed which confirmed the disease in the cx. In (B) (6)2006, elective angioplasty and stenting of the cx with a taxus express2 2.75x32mm stent was performed. The patient had been progressing well until (B) (6) 2009 when he was emergently admitted to the hospital presenting with acute inferior mi and cardiogenic shock. Angiography revealed a completely occluded rca at the site of the previously placed stent and an occlusion in the lcx just adjacent to the previously placed stent. The patient was treated (unspecified procedure) and recovered after a "prolonged and complicated" hospitalization. No further information is available.